Event description:
It was reported that multiple cartridge change errors occurred. The customer loaded a new cartridge to resolve the issue. No reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.